Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The automated impella controller (aic) had a controller error. The issue was discovered during use. No further details were provided.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Console logs are consistent with complaint and show that the pump was transferred from the 1st console (B)(6) 2025. There were no issues with placement signal until (B)(6) 2025 when console presented with controller error alarms. After that, pump was transferred to backup console where alarms did not repeat. Real time (rt) logs confirmed that prior to and during alarms, all signals received from optical bench (placement, snr, contrast, lamp, gain) were represented as -16384 values due to the crc error. The controller error and loss of placement signal was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27311 as it is unknown if the initial reporter also sent the report to the food and drug administration.